Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, the customer experienced an elevated blood glucose (bg) level of 578 mg/dl. Reportedly, the customer had consumed carbohydrates and did not deliver a bolus. A correction bolus via the pump was delivered to address bg. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.